Event description:
The customer was hospitalized for dka. It was mentioned that diabetic network lowered the basal by half. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. The customer stated that it was due to the change in basal rates that their bgs went high. The doctor corrected the basals and they have been programmed and into the pump.